Manufacturer narrative:
Date of report: 21dec2018. Date of manufacturer: 19dec2018. A blower motor assembly was returned to philips for analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was confirmed. It was noted during investigation that rotation of the shaft has locations where the motor would hitch or stick causing higher resistance. During active testing, it was noted that the motor unit would vibrate and sounds labored under high load as compared to the control unit.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. The service engineer (se) inspected the device. The se found the blower was very loud. The se replaced the blower assembly and the unit passed all performance testing.

Event description:
It was reported that the ventilator generated a blower temperature high error code. There was no patient harm reported. The event date was not specified; estimate used.